Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area.there were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum test failed. Vacuum display value reads 299 mbar indicating fluid is present in hp filters.patient sensors test passed. Valve actuation test passed. System air leak test passed.teach pumps check passed.post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm.there were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cyler. Fluid leaked from an unknown area. A new cycler was issued.the patient knows how to do manual treatments in the absence of a cycler. In a follow up, the caregiver verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient received a new cycler. The patient did manual treatments in the absence of a cycler. The old cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cyler. Fluid leaked from an unknown area. A new cycler was issued.the patient knows how to do manual treatments in the absence of a cycler. In a follow up, the caregiver verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient received a new cycler. The patient did manual treatments in the absence of a cycler. The old cycler is available to return for investigation.